Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dog chewed the insulin line while the user was on the ilet system, resulting in hyperglycemia with a blood glucose of 317 mg/dl; the user uses insets and replaced supplies, observed drops, and resumed insulin delivery, after which glucose trended down to 285 mg/dl and stabilized. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery after supply replacement and resumption of insulin delivery. Investigation included customer support troubleshooting and education with follow-up to confirm glucose stabilization. Investigation of this case revealed a likely interruption of insulin delivery due to external damage to infusion components, with function restored after the user changed the infusion set and line. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited evidence of device malfunction and the presence of an external factor affecting insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.